Manufacturer narrative:
Investigation findings code 4247 (appropriate term/code not available) was selected, as the root cause of the issue was attributed to the change in the apple nfc interface used by freesyle librelink, and not due to any defect with the freesyle librelink application itself. Adc product quality engineering (pqe) investigated this complaint in which the user reported issues with sensor scan performance after updating the freestyle librelink (fsll) ios application to version 2.5.1, which released on (B)(6) 2020. Users reported an increase in scan errors or found that the mobile device did not respond to the sensor during a scan. Users also reported that the check glucose button was frozen or became unresponsive. Adc research & development performed an investigation of near field communication (nfc) issues related to the ios 2.5.1 application and found that nfc scanning using the apple open corenfc interface (used in version 2.5.1) took twice as long on average, compared to a proprietary apple nfc interface used in previous versions of fsll. As a result, nfc scan functionality in fsll showed reduced performance. As the root cause of the issue was attributed to the change in the apple nfc interface, and not due to any defect with the fsll application itself, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6)to (B)(6).

Event description:
A customer reported that no message appeared when scanning the adc freestyle libre sensor using librelink is 2.5.1, while in morocco. As a result, the customer experienced discomfort, nausea, and "swirling," and subsequently lost consciousness. A neighbor, who is an hcp treated the customer with injections of the insulin, apidra,. The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The investigation of (no message appears, librelink) complaint in which the user reported not being able to scan a libre sensor using the freestyle librelink application version 2.5.1 for ios. The report that no message appeared on the screen when attempting to activate a libre sensor using the librelink app. There was an attempted to replicate the complaint and the ability to scan a known good sensor was successful when using freestyle librelink ios version 2.5.1. The complaint was not able to replicated. The complaint is not confirmed. The date of event is unknown. The date entered is the date reported as "march or april." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appeared when scanning the adc freestyle libre sensor using librelink is 2.5.1, while in (B)(6). As a result, the customer experienced discomfort, nausea, and "swirling," and subsequently lost consciousness. A neighbor, who is an hcp treated the customer with injections of the insulin, apidra,. The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.